Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or mechanical failure or operator error or thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol the may be cut off. If this fails contact an adequately trained professional for assistance as directed by hospital protocol. Should balloon rupture occur care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the patient underwent radical urethral carcinoma lymphatic dissection in the left abdominal sulci area and cystostomy under tracheal intubation and general anesthesia. The foley catheter fell out and the balloon was checked for rupture and the foley catheter was reindwelled.